Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had no sensing or capture at max outputs. Follow up confirmed an atrial lead dislodgement. The lead was repositioned and remains in use. There were no patient complications reported as a result of this event.